Event description:
Pt hospitalized for hyperglycemia. Pt noted while changing clothes at hosp that the infusion set tubing was partially torn off at the luer lock connector, that attaches the tubing to the infusion pump.